Event description:
The pt had a history of lap band surgery about eight months ago. The subsequent office visits showed she was losing fluid. There was a repeat surgery last month. Per the operative report, "the port was accessed with the huber needle. The syringe was loaded with methylene blue diluted 10:1 with saline and injected. The port was leaking from the base, which was clearly a manufacturer defect." A new band was placed.